Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications were not showing in the station even though they were pended. A technical support specialist (tss) dialed into the server and rebooted the application server, database server, and report server and services were restarted. A rerun server downtime query was performed, and the server was found to be communicating as expected. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the medicines cefepime 2mg and d5w 100 ml mini bags were shown as unavailable on the pyxis machine even though sufficient stock was available for nursing staff to remove. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ es server, the medicines cefepime 2mg and d5w 100 ml mini bags were shown as unavailable on the pyxis machine even though sufficient stock was available for nursing staff to remove. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.